Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 323.062, lot: l389543, manufacturing site: bettlach, release to warehouse date: 28. Apr. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection investigation site: cq zuchwil , selected flow: damaged - broken . Visual inspection: the received drill bit shows that that approx. 12mm from the fluted tip section is broken off. The broken off portion was not returned. The remaining cutting edges of the device are badly worn. The shaft and coupling are otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the complaint agrees with the complaint description since the drill bit is broken as claimed by the customer. Thus, the complaint is rated as confirmed. Based on the received information and as already the surgeon commented, it is likely that the drill bit interfered with the k-wire, and broke because of the friction with the device. Insertion angle issues or not exactly following the surgical technique could have led to the mentioned interference. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 3 report as december 03, 2019 but should have been january 03, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 lot#, d10, h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data d4 UDI. G1 manufacturer site details. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for left olecranon with a va olecranon proximal plate and 2 drill bits. While drilling the screw hole, the drill bit interfered with a k-wire and the drill bit broke. The surgeon used the second drill bit, but the second drill bit interfered with the k-wire and broke. The surgeon could not remove the fragments of the drill bits and they remained in the body. The fragments will be removed in a removal surgery of the plate after the bone union was confirmed. There was no adverse consequence to the patient. No further information is available. Concomitant devices: unknown drill (part# unknown, lot# unknown, quantity# 1); unknown k-wire (part# unknown, lot# unknown, quantity# unknown); unk - plates: 3.5 mm lcp olecranon plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) drill bit 2 w/double marking l140/115 3. This is report 2 of 2 for (B)(4).